Event description:
On (B)(6) 2011, the patient reported the infusion device has been repeatedly displaying e4 (occlusion) error since yesterday. Her blood glucose was elevated to 517 mg/dl and she felt thirsty and was urinating frequently. Her normal blood glucose range is 90-150 mg/dl. She changed the insulin cartridge and infusion set to clear the e4 and she injected 20 units of insulin via syringe to lower her blood glucose. She feels that she injected too much insulin and that night her husband woke her up due to talking in her sleep and her blood glucose measured 22 mg/dl. Her husband gave her juice, glucose paste, and a peanut butter sandwich. She stated she was able to drink and eat by herself but she would not have been able to retrieve the items in order to treat herself. She was sent infusion sets, an insertion device, and adapters to troubleshoot e4 errors. Infusion set was requested to be returned for evaluation.